Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2022. During the procedure, when attempted to deploy the stent, the guide catheter became separated from the delivery system. The broken guide catheter was successfully retrieved from the patient. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.